Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low batter and off no power customer's blood glucose at time of incident was unknown. Customer stated that the low batteries are not consistent and did not alert and gets an off no power with no warning. Customer stated that is the second occurrence of off no power without a low battery warning. . The customer was advised that the device would be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump was received with the currents within specification. No unexpected off no power without low battery or low battery alarm anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.